Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that half way through a saphenous vein harvesting it was noticed that the c-ring of the vasoview hemopro 2 broke in half. No portion of the c-ring dislodged from the harvesting cannula into the patient's leg / tunnel. There were no additional incisions or procedures required due to the reported failure. A new device was opened and the surgeon completed the procedure successfully. There was no harm done to the patient and no significant procedure delay.